Manufacturer narrative:
This MDR is a result of a retrospective review of complaints. The sensor was replaced and returned for analysis. The in-vitro quality control tests confirmed noise on both the signal and the reference channels. Malfunction was confirmed. Furthermore, the patient was inserted with new sensor.

Event description:
On (B)(6) 2019,senseonics was made aware of an incident where user complaints of inaccuracies in sensor readings resulting in sensor removal.